Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the power switch on the front of the unit was failing intermittently and the plastic cap had been torn off. Additionally, the air pressure was loose due to a worn out air joint unit and connector socket. Low air flow rate was also noted due to a faulty air pump unit. The suction feet were experiencing weak suction force and the paint on the top cover was scratched. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus maintenance unit due to corrosion being discovered on the power switch during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the power switch was broken and only functioning intermittently. This report is being submitted to capture the intermittent power switch confirmed during estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the phenomenon of the power switch was broken and only functioning intermittently occurred due to a defective power switch. A definite cause cannot be determined at this time. The device was manufactured in 2004. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.